Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes into treatment with a polyflux 170h the patient presented with "short chest" and low blood pressure. The treatment was stopped and the patient was treated with dexamethasone 5mg intravenously, 50% glucose injection 40ml intravenously and oxygen inhalation. The symptoms improved after 5 minutes. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10: h6: patient code: 1816. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.